Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
The user reported a "grinding" noise from the roller pump during a use for a cardiopulmonary bypass procedure. There were no adverse consequences to the patient as a result of this event.